Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 396mg/dl and 103mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. No info provided on location of comparison. Advantage test system: meter, strip lot 549421, exp 01/31/2008, cat/2030381.